Manufacturer narrative:
Correction: an additional reportable malfunction (cut probe) was identified upon device evaluation. H6 coding was updated to include this failure. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the customer¿s allegation of the testing testing positive for microbial contamination. The investigation could not exclude the possibility that reprocessing was insufficient due to physical damage to the device. The information provided by the customer did not suggest a deviation from the instructions for use (IFU) by the customer. Additionally, the investigation could not determine the cause of the cut probe failure. The instructions for use (IFU) instructs the users how to reprocess this scope in the following sections: ¿ chapter 6 compatible reprocessing methods and chemical agents ¿ chapter 7 cleaning, disinfection, and sterilization procedures if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed, that the facility does not delay the start of precleaning on the equipment after use. This scope was reprocessed on the following dates: 29 mar 2023, 03 apr 2023 and on 10 apr 2023. The customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel. The customer uses acecide detergent during the pre-cleaning process. During the manual cleaning process (performed within an hour after the procedure), the customer uses acecide detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The type of brushes that were used were unspecified. It was not specified, if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, an oer pro ( (B)(4)) machine is used with acecide detergent and unspecified disinfectant. The scope is stored in a forced air cabinet. It was not specified, if olympus is the maintenance company used by the customer. The scope was not sterilized. Lastly, it was stated by the customer, that there are several new staff members at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for microbial contamination. The scope was sampled twice. During the first sampling, the scope tested positive for unspecified colony forming units (cfus) of candida parapsilosis. The scope was then reprocessed and retested, in which an additional positive culture result was received. The issue was found at reprocessing during a routine monthly culture of the scope. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
Detailed description of additional information received: the scope gf-uct180 serial number (B)(6) was sent to an independent laboratory for testing and evaluation. The scopes distal end & elevator mechanism tested positive for enterococcus avium and candida parapsilosis. The air/water channel tested positive for candida parapsilosis. Instrument/suction channel tested positive for candida parapsilosis. The elevator wire channel tested positive for candida parapsilosis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. During the evaluation, a visual inspection was performed on the received condition. It was observed that the pink probe unit was torn, had a deep cut and was damaged. It was also observed that there were multiple dents on the distal end cover. It was observed that the glue around the lenses and on the bending section cover had deterioration. It was also observed that there were scratches ana tear marks on the walls of the biopsy channel and throughout the channel as confirmed using a borescope. It was observed that the image showed a shadow due to consecutive elements being broken. Lastly, it was observed that the following unit components were non-olympus, an indication of third-party repair: bending section, insertion tube, bending section cover and the glue of the bending section cover. An endoscopy support specialist visited the facility to conduct an onsite in-service demonstration. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. Additionally, wall charts were provided for future reference. This training covered material specific to scope model gf-uct180 including cleaning methods as well as specifics related to reprocessing this device. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
Additional information received: the scope gf-uct180 serial number (B)(6) was sent to an independent laboratory for testing and evaluation. The scopes distal end & elevator mechanism tested positive for enterococcus avium and candida parapsilosis. The air/water channel tested positive for candida parapsilosis. Instrument/suction channel tested positive for candida parapsilosis. The elevator wire channel tested positive for candida parapsilosis.